Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "light guide orange (5mm x 12ft)" had a dark substance around the connection point. The customer discussed the instructions for use and confirmed they using correctly 270°, 4 minutes, 30 cool down. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed corrosion on the bundle tip at the instrument end. No dark substance was observed. Analysis of the customer provided images revealed brown residue between the tubing and the ferrule of various light guides and debris. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods that may prevent future recurrence of the reported event.